Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(uterus) / migration of essure device location of device: through right fallopian tube into uterus') in a 41-year-old female patient who had essure (batch no. Co6467-not valid,c06467) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had to place right side essure twice". The patient's medical history included yawning, ache, appendectomy and appendicitis. Previously administered products included for an unreported indication: ortho tri cyclen from june 2014 to march 2015, nuvaring from may 2013 to june 2014, phentermine from february 2013 to november 2013 and pheneramine. Concurrent conditions included overweight, gallbladder disorder, abdominal pain, neck pain, obesity, back pain, nausea, vomiting, hiccup, sneezing, coughing, appendicitis perforated, ruptured appendix, adhesion, adenomyosis, discomfort, post coital bleeding and right lower quadrant pain. On (B)(6) 2015, the patient had essure inserted. In may 2015, the patient experienced pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/crampings"), 1 month after insertion of essure. In june 2015, the patient experienced depression ("psychological or psychiatric problems condition:depression"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition:anxiety/mental anguish") and menstrual disorder ("abnormal menstrual bleeding") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, depression, anxiety and weight increased outcome was unknown and the pelvic pain, dysmenorrhoea and menstrual disorder had resolved. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 212lbs. There were 3 left trailing coils and 4 trailing coils on the right. Patient's appendix was severely inflamed and perforated. The essure not at all involved. Essure may be suggly in the uterus. Part of the adhesions seen that formed possibly from the foreign body of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Computerised tomogram pelvis - on 21-jun-2018: CT scan: impression: acute appendicitis with concern for perforation. Hysterosalpingogram - on 01-jul-2015: result: essure device was successfully occluded. Appropriate appearance of essure tubal occlusion devices without evidence of contrast spill into the fallopian tubes.. Lot number co6467 is not valid. Batch no: c06467 production date: 2013-12-17, expiration date: 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(uterus) / migration of essure device location of device: through right fallopian tube into uterus') and fallopian tube perforation ('fallopian perforation') in a 41-year-old female patient who had essure (batch no. Co6467-not valid,c06467) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had to place right side essure twice". The patient's medical history included yawning, ache, appendectomy and appendicitis. Previously administered products included for an unreported indication: ortho tri cyclen from (B)(6) 2014 to (B)(6) 2015, nuvaring from (B)(6) 2013 to (B)(6) 2014, phentermine from (B)(6) 2013 to (B)(6) 2013 and pheneramine. Concurrent conditions included overweight, gallbladder disorder, abdominal pain, neck pain, obesity, back pain, nausea, vomiting, hiccup, sneezing, coughing, appendicitis perforated, ruptured appendix, adhesion, adenomyosis, discomfort, post coital bleeding and right lower quadrant pain. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/crampings"), 1 month after insertion of essure. In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition:depression"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition:anxiety/mental anguish") and menstrual disorder ("abnormal menstrual bleeding") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased and menstrual disorder had resolved. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 212lbs. There were 3 left trailing coils and 4 trailing coils on the right. Patient's appendix was severely inflamed and perforated. The essure not at all involved. Essure may be suggly in the uterus. Part of the adhesions seen that formed possibly from the foreign body of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2018: CT scan: impression: acute appendicitis with concern for perforation. Hysterosalpingogram - on (B)(6) 2015: result: essure device was successfully occluded. Appropriate appearance of essure tubal occlusion devices without evidence of contrast spill into the fallopian tubes.. Lot number co6467 is not valid, batch no: c06467, production date: 2013-12-17, expiration date: 2016-12-31 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(uterus) / migration of essure device location of device: through right fallopian tube into uterus') and fallopian tube perforation ('fallopian perforation') in a 41-year-old female patient who had essure (batch no. Co6467-not valid,c06467) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had to place right side essure twice". The patient's medical history included yawning, ache, appendectomy and appendicitis. Previously administered products included for an unreported indication: ortho tri cyclen from june 2014 to march 2015, nuvaring from may 2013 to june 2014, phentermine from february 2013 to november 2013 and pheneramine. Concurrent conditions included overweight, gallbladder disorder, abdominal pain, neck pain, obesity, back pain, nausea, vomiting, hiccup, sneezing, coughing, appendicitis perforated, ruptured appendix, adhesion, adenomyosis, discomfort, post coital bleeding and right lower quadrant pain. On 23-apr-2015, the patient had essure inserted. In may 2015, the patient experienced pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On 23-may-2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/crampings"), 1 month after insertion of essure. In june 2015, the patient experienced depression ("psychological or psychiatric problems condition:depression"). On 21-jun-2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition:anxiety/mental anguish") and menstrual disorder ("abnormal menstrual bleeding") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy.). Essure was removed on 25-sep-2018. At the time of the report, the uterine perforation, fallopian tube perforation, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased and menstrual disorder had resolved. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 212lbs. There were 3 left trailing coils and 4 trailing coils on the right. Patient's appendix was severely inflamed and perforated. The essure not at all involved. Essure may be suggly in the uterus. Part of the adhesions seen that formed possibly from the foreign body of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Computerised tomogram pelvis - on 21-jun-2018: CT scan: impression: acute appendicitis with concern for perforation. Hysterosalpingogram - on 01-jul-2015: result: essure device was successfully occluded. Appropriate appearance of essure tubal occlusion devices without evidence of contrast spill into the fallopian tubes.. Lot number co6467 is not valid batch no: c06467 production date: 2013-12-17, expiration date: 2016-12-31 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Added outcome for event abnormal bleeding (vaginal) to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(uterus) / migration of essure device location of device: through right fallopian tube into uterus') in a (B)(6) female patient who had essure (batch no. Co6467) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had to place right side essure twice". The patient's medical history included yawning, ache, appendectomy and appendicitis. Previously administered products included for an unreported indication: ortho tri cyclen from (B)(6) 2014 to (B)(6) 2015, nuvaring from (B)(6) 2013 to (B)(6) 2014, phentermine from (B)(6) 2013 to (B)(6) 2013 and pheniramine. Concurrent conditions included overweight, gallbladder disorder, abdominal pain, neck pain, obesity, back pain, nausea, vomiting, hiccup, sneezing, coughing, appendicitis perforated, ruptured appendix, adhesion, adenomyosis, discomfort, post coital bleeding and right lower quadrant pain. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/cramping"), 1 month after insertion of essure. In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition:depression"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition:anxiety/mental anguish") and menstrual disorder ("abnormal menstrual bleeding") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, depression, anxiety and weight increased outcome was unknown and the pelvic pain, dysmenorrhoea and menstrual disorder had resolved. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). There were 3 left trailing coils and 4 trailing coils on the right. Patient's appendix was severely inflamed and perforated. The essure not at all involved. Essure may be snugly in the uterus. Part of the adhesions seen that formed possibly from the foreign body of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2018: CT scan: impression: acute appendicitis with concern for perforation. Hysterosalpingogram - on (B)(6) 2015: result: essure device was successfully occluded. Appropriate appearance of essure tubal occlusion devices without evidence of contrast spill into the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: new pfs+mr received: new events added : abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, anxiety and mental anguish, migration of essure device location of device: through right fallopian tube into uterus / uterine perforation, had to place right side essure twice, dysmenorrhea (cramping),weight gain/ loss specify which one: weight gain, abnormal menstrual bleeding. Lot number, lab data and concomitant conditions and reporters,dob were added. Outcome of events dysmenorrhea (cramping), abnormal menstrual bleeding, pelvic pain was updated from unknown to recovered/resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(uterus) / migration of essure device location of device: through right fallopian tube into uterus') and fallopian tube perforation ('fallopian perforation') in a 41-year-old female patient who had essure (batch no. Co6467-not valid,c06467) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had to place right side essure twice". The patient's medical history included yawning, ache, appendectomy and appendicitis. Previously administered products included for an unreported indication: ortho tri cyclen from (B)(6) 2014 to (B)(6) 2015, nuvaring from (B)(6) 2013 to (B)(6) 2014, phentermine from (B)(6) 2013 to november 2013 and pheneramine. Concurrent conditions included overweight, gallbladder disorder, abdominal pain, neck pain, obesity, back pain, nausea, vomiting, hiccup, sneezing, coughing, appendicitis perforated, ruptured appendix, adhesion, adenomyosis, discomfort, post coital bleeding and right lower quadrant pain. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/crampings"), 1 month after insertion of essure. In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition:depression"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition:anxiety/mental anguish") and menstrual disorder ("abnormal menstrual bleeding") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased and menstrual disorder had resolved. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 212lbs. There were 3 left trailing coils and 4 trailing coils on the right. Patient's appendix was severely inflamed and perforated. The essure not at all involved. Essure may be suggly in the uterus. Part of the adhesions seen that formed possibly from the foreign body of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2018: CT scan: impression: acute appendicitis with concern for perforation. Hysterosalpingogram - on (B)(6) 2015: result: essure device was successfully occluded. Appropriate appearance of essure tubal occlusion devices without evidence of contrast spill into the fallopian tubes. Lot number co6467 is not valid batch no: c06467 production date: 2013-12-17, expiration date: 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Added outcome for event abnormal bleeding (vaginal) to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.